Event description:
After an implantation period of approx. 37 months, eos status after inappropriate MRI procedure was reported.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. The returned device data have been analyzed. The analysis confirmed the clinical observation, the battery status eos had been triggered on (B)(6) 2019 at 03:34 pm. However, the battery is definitely not depleted. The data further showed a detection of strong magnetic fields at 03:26 pm, eight minutes before the eos detection. As reported, the patient underwent an MRI scan, which is consistent with this observation. The MRI mode was not activated on (B)(6) 2019. It is therefore assumed that the MRI procedure led to the clinical observation. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned data showed that the clinical observation most likely resulted from the reported MRI scan without a prior activation of the MRI mode. According to the complaint description, the device was reset, showing no anomalies afterwards. However, in case of a performed MRI scan without pre-programming the device in MRI mode, subsequent damages to the electronic module can not be fully excluded. Should additional relevant information become available, this investigation will be updated.

Event description:
Ous MDR - after an implantation period of approx. 37 months, eos status after inappropriate MRI procedure was reported.